Event description:
Boston scientific received information that the patient with this pacemaker was hospitalized for repeated syncopal episodes. During interrogation, an electrocardiogram showed that the patient had complete a-v block. The automatic capture feature was programmed on, but the pacemaker did not deliver a back-up pace. This pacemaker was explanted. No further adverse patient effects were reported.

Manufacturer narrative:
This pacemaker has been returned to boston scientific for analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.